Event description:
It was reported that the patient had passed away. The cause of death and relationship to VNS is unknown.The patient's obituary was reviewed. The patient's date of death was confirmed. No complaints or allegations against VNS were located during review. The death certificate was unable to be obtained. Follow-up with the funeral home did not yield any relevant information.